Event description:
It was reported that, "the prongs on the lag screw driver broke off when inserting the screw."

Manufacturer narrative:
Additional information requested was not received. Device was not returned, lot number unk. Root cause could not be determined.